Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the unspecified bd¿ ultra fine the scale markings were printed incorrectly. The following information was provided by the initial reporter, translated from spanish to english: and I have other boxes that also came out that way, in fact I have already thrown away enough, but in each box I buy more than one bad one comes out. The bad thing is that I don't have the batch number of the past ones only the last one.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for scale marking defective due to unknown lot number.

Event description:
It was reported that before use of the unspecified bd¿ ultra fine the scale markings were printed incorrectly. The following information was provided by the initial reporter, translated from spanish to english: and I have other boxes that also came out that way, in fact I have already thrown away enough, but in each box I buy more than one bad one comes out. The bad thing is that I don't have the batch number of the past ones only the last one.